Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7074588/7074619.

Event description:
It was reported that the patient experienced ipg pocket site pain. It was also noted that the patients lead had high impedances which resulted to patient not getting an adequate pain relief despite the reprogramming done. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were disposed by the medical facility.